Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, while doing gastric resection, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. The handle and reload were replaced to complete the procedure. There was no patient injury.